Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported ongoing concerns with air bubbles in the insulin cartridge. He stated, he began experiencing the issue with his previous infusion device and now it has become worse with his current device. He stated that on most occasions, the air bubbles form immediately after inserting the insulin cartridge into the infusion device and other times he notices air bubbles, during the first bolus after a cartridge change. He allows insulin to reach room temperature. He does not pressurize the insulin vial prior to filling the insulin cartridge and he does not properly adjust the piston rod of the infusion device. He was educated on the proper procedure. He was unsure when the adapter was last changed. He was advised to change the adapter with every 10th cartridge change. Upon follow up ten days later, the patient stated "everything is fine now" and he had no further issues. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.